Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). It is indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that stent dislodgment occurred. The 99% stenosed target lesion was located in the mildly tortuous and severely calcified external iliac artery. A 7.0x30x75cm express¿ ld vascular stent was advanced. However, the stent got dislodged on the wire, which was then captured by a balloon catheter and was deployed in an unintended location. A different stent was then advanced and successfully deployed in the target lesion and the procedure was completed. No patient complications were reported and the patient's status was stable.